Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿insulin should be at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 380 mg/dl with ketones. The customer administered a bolus via the pump. At the end of the report, the customer's blood glucose level decreased to 274 mg/dl. Reportedly, the customer had a cold. During troubleshooting with tandem's technical support, the customer reported filling the cartridge with cold insulin and that there was an air bubble in the tubing.